Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. A communication error is an alarm which will cause the prismaflex unit to stop the pump and enter a safe state mode which prevents potential patient injury. The alarm is intended to notify the user of condition with the machine or setup, therefore would not lead to any prolonged interruption of treatment and does not significantly affect the overall therapy performance. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex control unit, a communication error was generated. Treatment was terminated and the extracorporeal blood was not returned to the pediatric patient. There was no patient injury or medical intervention associated with this event. No additional information is available.